Event description:
It was reported that during retrieval of a g2 filter that had been implanted for 2.5 months, the metallic part, right at the connection between the pebax and the silver, separated while initially pulling the filter out of the cava. The outer sheath was sheared open and manually retracted from the blue inner part, allowing successful retrieval of the filter. It was reported that the physician was using "mild" force to remove the filter. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.